Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results for two patients on their modular core analyzer. The doctor questioned the results and the samples were repeated on the same analyzer as the initial results. The first patient's initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The second patient's initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 137 mmol/l. The repeat result were considered correct and issued as corrected reports. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found that the internal standard dispense was dripping into the mixing vessel. He cleaned the ise flow path. He performed a precision test with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.